Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the reported patient effects of hypotension and death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information was received: the patient presented with a heavily stenosed saphenous vein graft to obtuse marginal (om) 1. Following balloon angioplasty, a 4.0x12mm xience alpine stent advanced; however, failed to cross due to anatomy. There were no reported adverse patient effects or clinically significant delay due to this failure to cross. The xience alpine was removed without issue. The patient was re-wired and a non-abbott resolute stent was implanted and post-dilatation was performed. Following post-dilatation, a perforation occurred mid stent placement and distal blood flow was impaired. The patient experienced chest pain and hypotension. Balloon dilatation was performed, and intravenous (IV) medication, including vasopressors, were provided. Pericardiocentesis was performed, and urgent surgery was consulted. Following consult, the family declined surgical treatment. The patient was intubated and a 4.0x19mm graftmaster stent was implanted without reported issue and post dilatation was performed, however, leaking was observed at the site of implantation and additional dilatation was performed. The perforation had also become larger. The patient became more hypotensive, continued to have chest pain, was transferred to critical care, chest compressions and IV medications were provided. The patient expired that day due to cardiac arrest. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the saphenous vein graft from the aorta to the obtuse marginal 1 had a perforation. A 4.0x19mm graftmaster stent was implanted without reported issue, however, contrast was still observed leaking after stent deployment. The perforation was not sealed. The patient expired. No additional information was provided regarding this issue.